Event description:
It was reported that during the implant procedure, the helix would not extend. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix was able to be extended and retracted within specification. (B)(4)